Manufacturer narrative:
The device was evaluated by olympus. The evaluation confirmed the reported intermittent image. The evaluation also found that the device software and the nbi needs to be updated which causes the device not to capture and save images. The faulty parts were replaced, and the software was updated. The device was inspected and passed olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that during preparation for use, the evis exera ii video system center had an intermittent image with severe noise which causes no image on the device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the intermittent image could not be identified, nor could the intermittent image be reproduced. Olympus will continue to monitor field performance for this device.